Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter intermittent lost connection with the pump for 2-4 hours at a time. At the time of the report, the transmitter had already resumed connection with the pump. No additional patient or event information was available. A root cause could not be determined.